Event description:
It was reported that the port was implanted in 2016, and after 5 years the catheter tear off. Urgent cath lab operation required. Access point right subclavian vein, under ultrasound, distal to clavicle. Patient felt pain at port when flushing - no reflux. Removed under local anesthesia. Cut over previous cut, port removed. Preliminary rtg pc done and observed catheter in the heart. Applicable attributes updated. Patient information updated. Catheter also already removed by interventional radiologist.